Manufacturer narrative:
The date received by manufacturer has been used for this field. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It is unknown. The sample is contaminated no further analysis can be performed. The type of foreign matter and probable source couldn't be offered.

Event description:
It was reported while using 20 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter was found in the fluid path. There was no report of patient impact. The following information was provided by the initial reporter: material no: 305617 batch no: 1148478 it was reported fm.